Manufacturer narrative:
It was reported that the spring arm allegedly fell off the suspension. After further investigation it was found that the c-clip on the spring arm was not seated correctly. The stryker field service technician seated the c-clip and confirmed with a go-no-go gage that the c-clip was re-installed correctly and turned over to the customer for use. There was no injury or adverse consequence reported.

Event description:
It was reported that the spring arm allegedly fell off the suspension. There was no injury or adverse consequence reported.